Event description:
It was reported that the monitors on the 9800 system were intermittently blank. There was no report of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported failure could not be duplicated. However, as a proactive measure, recommended upgrade to rel. 29. Upgrade completed on subsequent visit. The system was tested and found to be working as intended and placed back into service.